Event description:
The complainant reported a 59-year-old male patient presenting for cardiomyopathy. During impella support with an impella cp pump, it was noted that the patient developed hemolysis. As a result of the condition, and of the need for continued support, the patient was escalated from the impella cp to an impella 5.5 pump. The patient was stable following the escalation.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.